Manufacturer narrative:
(B)(4). Eval, results: (root cause undetermined). (Migration). Conclusion: no conclusion can be drawn.

Event description:
An integrity rapid exchange (rx) stent migrated during an implantation at a bend in the circumflex artery overlapping another stent. The stent was repositioned using a balloon catheter and redeployed. There was no pt injury.